Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy leading to the development of peritonitis. The breach in aseptic technique was further described as the patient made a mistake resulting in touch contamination. The patient was hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.